Event description:
It was reported that the device's air detector has failed. The event occurred during testing.

Manufacturer narrative:
B3: date of event; day is unknown. Month and year provided(5/2025). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
D9 - date returned to mfg: 19-jun-2025. The suspected device was returned for evaluation. Review of the event history log (ehl) showed no reported issue related to complaint. The device was visually inspected and found air detector damaged. During air detector test (functional test), the reported issue was confirmed/replicated. The service history review had no indication that the complaint was related to a service of the device within the review period. The air detector was replaced, and the performance verification test was performed. The cause of the reported issue was due to the air detector. The software was updated, and the device passed all functional testing after repair.